Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 599 mg/dl and also stated that there was a sensor glucose vs blood glucose difference. The customer had treated the high blood glucose event with the insulin pump. The event involved product(s) mmt-7020lb, mmt-332a, mmt-242a and mmt-1880l. Troubleshooting was declined. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. Troubleshooting was performed for sensor glucose vs blood glucose difference and the sensor glucose (sg) value from the reported event was 127 mg/dl and the blood glucose (bg) value from the reported event was 599 mg/dl and the difference was not within the target range. No further patient complications were reported. No product return is required for mmt-7020lb. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-1880l.